Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the ip address settings of the suite pc ipmi (intelligent platform management interface) were incorrect, which could lead to the pdu (power distribution unit) failing to shut down the system. Upon troubleshooting, the fse found the log file error: ipmi device suite pc is not accessible. The fse entered the bios on the suite pc and checked the bios at 'ipmi - bmc (baseboard management controller) network configuration - station ip address'. The correct ip address was not set for the suite pc. To resolve the issue, the fse changed it to the correct value. After reconfiguration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the suite computer was not accesible in the bios, which can impact booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device 722281 is not sold in the USA. However, a similar device 722228 is marketed in the USA under 510(k): k200917.